Event description:
It was reported that during a laparoscopic prostatectomy procedure, there was a constant and persistent gas leak throughout procedure from the valve, noted particularly during instrument exchanges. They continued using the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.